Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch #unk.

Event description:
It was reported that during a lavh procedure, the jaw fell off (was outside the patient). Monopolar and bipolar forceps were used to complete the procedure. There were no adverse consequences for the patient. One device will not be released.